Event description:
A patient implanted with an evoke spinal cord stimulation system was evaluated for inadequate pain relief. X-ray confirmed lead migration. A revision was completed to restore therapy.